Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Corrected: d1, d2, d2b, d4, and g4. Corrected: d1, d2, d2b, d4, and g4.